Event description:
On (B)(6) /2010 patient reported experiencing bent needles while inserting infusion sets. Patient stated only the plastic cannulas of the infusion sets bent in one place. Patient reported on one occasion the needle was bent straight out of the package. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.